Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 930 mg/dl and vomiting; cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as antibiotics and insulin drip to address the elevated bg. Customer was discharged 3 days later, (B)(6)2024 with the issue resolved. A replacement pump was sent to resolve the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.